Event description:
The customer reported that on (B)(6) 2012, his blood glucose reached 350 mg/dl and he corrected, but his bg never decreased. He's not sure the cannula inserted completely.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No malfunction oro manufacturing deficiency that would have contributed to reported hyperglycemia was found. The customer reported that he was not sure that the cannula had inserted properly into the infusion site. This condition would interrupt insulin delivery and contribute to high blood glucose. It cannot be confirmed by laboratory evaluation. Qualification records were reviewed and the product met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."